Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating high and low blood glucose of 32 to 500 mg/dl. The customer treated with food. Customer indicated that the pump also alarmed low battery. Customer's blood glucose value was 380 mg/dl at the time of the call. Troubleshooting was performed and found that the pump programming was correct although the time feature on the pump was incorrect. The customer was assisted with correcting the time. Customer declined to troubleshoot further and no further troubleshooting was performed.